Manufacturer narrative:
Implant mobility (failure to osseointegrate, loss of osseointegration), bone loss, and infection are common anticipated complications for all similar dental implants in clinical use. These clinical failures are disclosed in adin's implants instructions for use ifu001 under title "adverse reactions".

Event description:
Failed dental implant, patient reported pain and mobility.